Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a noise occurred. No medical intervention was required by the patient. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed during an operational inspection. During an internal inspection it was confirmed that the soundproof material (foam) of the inlet air path assembly pulled away from the adhesive. As a result, it is possible that the issue occurred due to air flow hindrance in the air inlet path, causing resistance to the blower's intake. The faulty inlet air path assembly was sent to the philips investigation lab (pil) for further testing. There was no evidence of loose foam particles. The inlet air path assembly needs to be replaced to address the issue. This device will be disposed of without repair.